Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery all morning. Blood glucose value was 286 mg/dl; most recent reading was 323 mg/dl. Customer stated this is about the third time in the month calling due to no delivery issues. The customer declined troubleshooting and requested the insulin pump to be replaced. Customer would get in contact with the local office to discuss replacement options.